Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported receiving a minimum fill message during the load process. Reportedly, the cartridge was filled with 200 units of insulin. The customer reloaded the cartridge successfully and completed the load process successfully. Additionally, it was reported that the touchscreen became unreadable. Reportedly, the pump screen "glitches" on the load menu, and the pump would not allow the customer to complete the load process. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided on the reported event. The customer's blood glucose level was 103 mg/dl.